Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed, as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : fracture of an actis prosthetic neck; also an fracture of the ceramic insert; implantation: 2019. 1st revision was at the year 2021. Reason: first fracture of the ceramic insert. Again implantation of an ceramic insert and also the ceramic head was changed; 2nd revision was yesterday - again fracture of the ceramic insert and also the actis neck broke; actis was changed to corail implant; pinnacle 100 and the insert were changed to pinnacle sector + altrx poly insert. The product returned to depuy synthes for evaluation. The complaint unit was forwarded to the depuy material science lab in warsaw for further evaluation. Visual analysis of the returned device found that the ceramic liner was assembled with the acetabular cup, signs of fracture were not observed, the device present signs of embedded debris at the inner surface and damage most probably caused due to explantation process. The lot number and the product code were not able to be retrieved from the ceramic liner since the device was assembled with the acetabular cup. The overall complaint was not confirmed as the observed condition of the unk hip acetabular liner ceramic would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed since the lot number was not able to be retrieved from the device due to the ceramic liner was assembled with the acetabular cup.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Fracture of an actis prosthetic neck; also an fracture of the ceramic insert; implantation: 2019 1st revision was at the year 2021. Reason: first fracture of the ceramic insert. Again implantation of an ceramic insert and also the ceramic head was changed; 2nd revision was yesterday - again fracture of the ceramic insert and also the actis neck broke; actis was changed to corail implant; pinnacle 100 and the insert were changed to pinnacle sector + altrx poly insert patient status/ outcome / consequences, no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-02000062 device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.